Event description:
It was reported the spo2 measurements are high. The device was not in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by remote service personnel which included testing of the affected device with a simulator. The results of the analysis were that there were no issues with the device spo2 measurements. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem is unknown. The issue was resolved by confirming with the simulator the spo2 measurements are correct. A review of the service history for this device shows the problem has not been reported again for this device. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporter and reporting institution phone#: (B)(6).